Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error. Customer was currently hospitalized but not for diabetes related issues. Motor error alarm occurred during basal. The device was not dropped or bumped. The device was exposed to and MRI on (B)(6) 2014. Customer does not use sensor feature. Customer was unable to complete rewind process. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.